Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the diagnosis was a small right upper quadrantanopia.

Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post operatively, the patient was diagnosed with a small right upper quadrant hemionopsia primarily affecting the left eye. It was reported that the small right upper quadrant visual field defect was not noticed by the patient and was not demonstrable by standard in office visual field confrontation testing. This was identified with visual field testing. No diagnostic testing was performed, and no actions were taken. Per the investigator this was related to the thermal therapy system but was not related to the procedure. The issue was unresolved at the time of the study exit.